Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician felt the implantable cardioverter defibrillator (ICD) delayed therapy for the patient's ventricular tachycardia (vt) episode. The device did deliver therapy that terminated the episodes. Programming options were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.